Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the rubber insulation of the distal end of the device was found to be blown off. Cause for this is not established. Evaluation is ongoing. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, during preparation for use, the rubber insulation of the distal end of the device was blown off. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. The following sections were updated. The customer suspects the sterilization cap was not attached appropriately to the cystoscope and this caused the tip to be damaged during sterilization in the sterrad 100nx system.

Event description:
Olympus received additional information from the customer on 11may2021. The event occurred on (B)(6) 2021. The cystoscope was found to be damaged upon opening the sterilization tray during preparation for use, and another cystoscope was used during the procedure. The subject device was never used on a patient or during a procedure. The subject device was never hooked up to any other light source/box once it was found to be damaged.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device was repaired once before, the details are not known. The issue of the device is rubber insulation (a-rubber) of the distal end of the device on the tip of the cystoscope is completely blown off. The phenomenon was caused by some external force applied to a-rubber then the rubber came off. Per the customer reported information, the customer suspects that the sterilization cap was not attached appropriately to the device and this caused the tip to be damaged during sterilization in the sterrad 100nx. However, the cause cannot be conclusively determined. In addition, the device failed the leak test failed (air leak from damaged bending section). The instructions for use includes the following statements: important information: please read before use: warnings and cautions: follow the warnings and cautions given below when handling this instrument. This information is to be supplemented by the warnings and cautions given in each chapter. Never perform angulation control, suction control or insertion/withdrawal of the endoscope¿s insertion tube without viewing the endoscopic image. Patient injury, bleeding and/or perforation can result. Never insert or withdraw the endoscope¿s insertion tube while the up/down angulation is locked. Patient injury and/or equipment damage can result.